Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens, the pt presented with severe halos. The lens subsequently explanted at approx 2 mos postoperatively.